Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the screw broke into two pieces. All pieces of the device was returned for evaluation. This device was manufactured in 2018 and exhibit signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during surgery the screw broke outside the patient, the screw was taken out totally. A backup from s&n was used to complete the procedure. A delay greater than 30 min was reported. No injuries or other complications were reported.